Event description:
Ous MDR - it was reported that this device was unable to be interrogated either with a renamic or an ics 3000. The device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.